Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geo ipc was not starting. Fse replaced the ipc motherboard battery and downloaded the software. After replacement of battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's geometry movements did not work. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.